Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has lost stimulation. It was also reported the charger and programmer can no longer communicate with the ipg. An sjm rep met with the pt for troubleshooting and was unsuccessful. The pt will undergo surgical intervention on a later date to address the issue.